Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vio integrated electro surgical generator unit and completed their investigation. Failure analysis was able to confirm/reproduce the reported complaint. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer for repair.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy gynecology surgical procedure, the site tried to power cycle the integrated electro surgical unit (iesu) generator multiple times, tried to change the energy cord and tried both ports however the iesu had error code of m-02 with no energy activation. The site does not have the covidian activation cord, so they brought in a covidian generator and are using the foot pedals from the covidian instead of the system's energy pedals. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was not checked upon powering on. The system initially powered on without any errors. The issue has been resolved.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electro surgical unit (iesu). The system was tested and verified as ready for use. Isi has received the iesu generator, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. An rfe procedure review was performed. Per review, the sacrocolpopexy procedure was completed on (B)(6)2022 via system sk3002. This complaint is considered a reportable event due to the following conclusion: the electro surgical generator unit (iesu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.